Manufacturer narrative:
The device will not be returned to zimmer biomet for analysis. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical devices: unknown metasul head & unknown insert. Loosening.

Event description:
Information was received based on review of a journal article titled, "primary hip arthroplasty with 28-mm metasul articulation". It was reported that one patient was revised due to aseptic loosening of the cup.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.